Manufacturer narrative:
The physician indicated that absorbable sutures were used to fixate the bioimplant; the orthadapt instructions for use specify the use of non-absorbable sutures to fixate the bioimplant. Based on the provided information, it is likely the use of absorbable sutures to fixate the graft contributed to the event. Results of evaluation of returned explant were inconclusive. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements. The manufacturer of the device at the time was pegasus biologics, inc.

Event description:
Pt developed a small mass over the deltoid post rotator cuff repair with orthadapt augmentation; the date of symptom onset was not specified. The mass was aspirated and the subsequent culture reports were negative for growth. The bioimplant was explanted approximately four months post repair.